Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration, migration of essure device location of device: endometrial") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and tubal ligation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months after insertion of essure, the patient experienced alopecia ("alopecia"), weight increased ("weight gain"), depression ("depression"), anxiety ("mental anguish") and rash ("breaks out skin"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("pain, lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy"). The patient was treated with surgery (patient underwent removal due to complications from the essure device) and surgery (ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menstrual disorder, allergy to metals, alopecia, weight increased, depression, anxiety and rash outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, embedded device, menorrhagia, menstrual disorder, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration, migration of essure device location of device: endometrial") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and tubal ligation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months after insertion of essure, the patient experienced alopecia ("alopecia"), weight increased ("weight gain"), depression ("depression"), anxiety ("mental anguish") and rash ("breaks out skin"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("pain, lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy"). The patient was treated with surgery (patient underwent removal due to complications from the essure device) and surgery (ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menstrual disorder, allergy to metals, alopecia, weight increased, depression, anxiety and rash outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, embedded device, menorrhagia, menstrual disorder, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: depression, skin breakdown, anxiety. Event outcome of abnormal bleeding (vaginal, menorrhagia) updated to recovered and back pain was updated to recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (patient underwent removal due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, alopecia, pelvic pain and menstrual disorder outcome was unknown. The reporter considered alopecia, device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration, migration of essure device location of device: endometrial") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and tubal ligation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months after insertion of essure, the patient experienced alopecia ("alopecia") and weight increased ("weight gain"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("pain, lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy"). The patient was treated with surgery (patient underwent removal due to complications from the essure device) and surgery (ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menstrual disorder, allergy to metals, back pain, alopecia and weight increased outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered allergy to metals, alopecia, back pain, embedded device, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, lot no, concomitant disease, new events menorrhagia, vaginal haemorrhage, abdominal pain, back pain, allergy to metals and weight increased added. Outcome for the events menorrhagia and vaginal haemorrhage added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration, migration of essure device location of device: endometrial') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and tubal ligation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced alopecia ("alopecia"), depression ("depression"), anxiety ("mental anguish") and rash ("breaks out skin") and was found to have weight increased ("weight gain"), 3 months after insertion of essure. In (B)(6) 2017, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("pain, lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy"). The patient was treated with surgery (ablation on (B)(6) 2017 and patient underwent removal due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menstrual disorder, allergy to metals, alopecia, weight increased, depression, anxiety and rash outcome was unknown, the heavy menstrual bleeding and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, embedded device, heavy menstrual bleeding, menstrual disorder, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils were noted to be seen in the intrauterine cavity- right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received : reporter added, rcc updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration, migration of essure device location of device: endometrial') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and tubal ligation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced alopecia ("alopecia"), depression ("depression"), anxiety ("mental anguish") and rash ("breaks out skin") and was found to have weight increased ("weight gain"), 3 months after insertion of essure. In (B)(6) 2017, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("pain, lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy"). The patient was treated with surgery (ablation on (B)(6) 2017 and patient underwent removal due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menstrual disorder, allergy to metals, alopecia, weight increased, depression, anxiety and rash outcome was unknown, the heavy menstrual bleeding and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, embedded device, heavy menstrual bleeding, menstrual disorder, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils were noted to be seen in the intrauterine cavity- right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received : reporter added, rcc updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration, migration of essure device location of device: endometrial') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and tubal ligation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced alopecia ("alopecia"), depression ("depression"), anxiety ("mental anguish") and rash ("breaks out skin") and was found to have weight increased ("weight gain"), 3 months after insertion of essure. In (B)(6) 2017, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("pain, lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy"). The patient was treated with surgery (ablation on (B)(6) 2017 and patient underwent removal due to complications from the essure device/laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menstrual disorder, allergy to metals, alopecia, weight increased, depression, anxiety and rash outcome was unknown, the heavy menstrual bleeding and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, embedded device, heavy menstrual bleeding, menstrual disorder, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils were noted to be seen in the intrauterine cavity- right side the patient was treated with surgery (ablation on (B)(6) 2017 and patient underwent removal due to complications from the essure device). (B)(6) 2020: procedure (s): robot xi assisted, laparoscopic, hysterectom, total; robot xi assisted, laparoscopic, salpingectomy; cystoscopy with calibration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: essure device was successfully occluded. Lot number: c76447. Manufacture date: 2014-07. Expiration date: 2017-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.